Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of keypad issues with their insulin pump. Customer states the keypad is stiff and sometime unresponsive. The patients' blood glucose level was unknown. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. The insulin pump is being returned and replaced.

Manufacturer narrative:
The pump was received with a button error alarm and no button response due to a flattened button dome switch. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.